Event description:
I have been trying to replace my amo complete moisture lens cleaning solution for about 6 weeks as of today. During this time, I have inquired to the pharmacies at my local stores as to the status of not finding it on the shelves and in all cases have been told there was no known reason as to why the shelves have been empty of the product. After wondering if something might be wrong with the product - following the bausch & lomb solution recall a few months ago - I went on the web today and saw the recall about this product. I am very upset that there was no consumer information provided by these local pharmacies. If I had been informed of the recall, I would have stopped using it more than a month ago! I have had symptoms of blurry vision, a gritty feeling under my contacts, weeping and swelling of my eyes for a couple of months now. Not having information about the recall has caused me to continue using the product thinking the symptoms were related to other causes. I even questioned if my contact lenses were defective - I use aspheric 55 lenses by coopervision - and have thrown out three pairs of contacts in the past week. I have immediately scheduled an appointment with my ophthalmologist (2007), and have followed the web instructions about discontinuing use of the product, replacing my lenses and holders. Why are pharmacies not required to post this information to consumers???? Our local target store has current sale tags on the product spaces - with no product on the shelves-. Stores that sell this product should be required to post the recall information on the shelves to prevent further consumer injuries. If I continue to have problems with my sight, I will pursue litigation and include the above mentioned stores for not warning me of the recall. It is as though they put it on sale to get it out of inventory. Is this legal? Dates of use: 2005 -- 2007. Diagnosis:contact lens cleaning solution. Event abated after use stopped: no.